Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by the patient that the patient underwent a cervical surgery using artificial discs, rods, screws and plates. On an unknown date, post-op, the patient alleged that the implanted discs did not move at all and now fused into place.